Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 34.1cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole 5mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that shaft kink occurred. The 91% stenosed, 21mm in length target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery with a vessel diameter of 2.0mm. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was kinked at 35cm from the physician's hand. The kinked part was not left inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.